Event description:
It was reported that the insulin pump alarmed no delivery. It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen in the display. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.